Event description:
This patient underwent an assisted ureteroscopy, left flexible ureteroscopy, laser of impacted stone about the l2 level of the left ureter, laser of bladder stones, retrieval of fragment of left safety wire and left stent placement #24 x 6-french jj stent. At the conclusion of the procedure the doctor passed "an 18 f cuade tip (foley) catheter and the efflux was only blood tinged." Post op orders included foley catheter hand irrigation q 4hrs prn [as needed] for hematuria with normal saline. On pod [post operative day] #1, when nurse went to irrigate the foley catheter her a "pop." The provider was immediately notified and orders to replace the foley was given. The foley was replaced without incident. A renal and bladder us [ultrasound] was performed with an impression of no hydronephrosis, empty bladder with foley catheter in place, left-sided nephrostomy catheter non-obstructing stones right and left kidney. It is unknown the cc of saline used to fill the balloon at the time of insertion by the provider.